Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, he has blurry vision at near and intermediate distances. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional info was requested 05/22/07, 5/23/07 and 06/06/07 by phone, mail and fax. Additional info was provided 05/22/07 and 05/23/07 by phone. A completed questionnaire has not been received.